Event description:
Customer reported having elevated blood glucose levels (bg) after one night of wearing this pod. Her bg levels ranged between 91-329 mg/dl before taking this pod off and starting a new one. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak with caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.